Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
New information received indicated the patient was in stable condition.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the ventricular leadless pacemaker (lp) was sprung. The lp was removed and a different lp was used to complete the procedure. The patient condition was unknown.